Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with a cystoscopy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence. It was reported that post implantation patient experienced pain, infection, recurrence, dyspareunia and urinary/bowel problems. It was reported the patient had cystoscopy and retro pubic urethropexy and had 6 week post operative evaluation on (B)(6) 2011, she had uncomplicated post-operative course and returned to normal bowel and bladder function, sexual activity, she reported no pain or bleeding and reports resolution of pre operative problem(s). No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.